Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument would not fire, and the cable was loose at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The clip did not dislodge or fall into the patient. It would not engage. Customer obtained a new clip applier to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the distal end. A loose grip cable at the distal end is often caused by something else in the backend. The complaint was confirmed by failure analysis.